Event description:
Rn of home patient (hp) reports the patient line tubing of homechoice set became disconnected during treatment phase drain 3 of 17 on homechoice machine. 2240 alarm sounded and rn was instructed to restart therapy with new set and bags. There was no patient injury or medical intervention associated with this incident per rn.